Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that upon injecting the liquid embolic agent into the catheter there was low resistance. It was stated that after a pause in contrast injection during the procedure, observation was performed, and the injection was then resumed. For the procedure the injection rate followed the indicated IFU. The liquid embolic agent got embedded at the intended location. There has been no report of any adverse events and the vessel tortuosity was stated to be moderate. The cause of the rapture could not be determined.

Event description:
Medtronic received a report that an apollo microcatheter ruptured during a surgical procedure. The patient was undergoing surgery for treatment of a tamponade malformation aneurysm, by delivery of liquid embolization system. It was reported that during surgery, the doctor used a microcatheter to deliver a liquid embolization system to fill an abnormal aneurysm. During the procedure, the microcatheter ruptured. The doctor immediately monitored the patient's vital signs, which showed no abnormal fluctuations. Dsa examination of the cerebral vessels revealed localized leakage of embolic material, but no damage to other vessels. Postoperative examination showed stable vital signs and no bodily damage. After removal of the endotracheal tube and 30 minutes of observation without any special issues, the patient was transferred to the pediatric ICU. No patient complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.